Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name update from polokwane provincial hospital to baroque medical pty ltd e1: address 1 updated from unk to 12 rivonia road illovo e1: city updated unk to johannesburg e1: postal code updated from unk to 2196 e1: phone number updated from ni to (B)(6).

Event description:
It was reported that during the procedure the copilot devices were leaking. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as 09/01/2024.